Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, the fse instructed customer over the phone to perform a rack rotation and customer stated error occurred after the first rack went through. Customer was asked to power off and on instrument, then do an all home, and then repeat rack rotation test, but error occurred again. On (B)(6) 2018, fse was at customer's site. Fse checked and adjusted x1 sensor light blocking plate, so that when x1 goes to execute sampling, it is in vertical position. Fse performed rack rotation test without further errors. Customer performed qc, and results are all within acceptable range. The aia 900 instrument is performing as expected. No further action was required. The aia-900 instrument was installed at the facility on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia 900 operator's manual under section 12- flags and error messages, states the following: 2300 "s. Loader step feed failure" occurs when the pitch sensor s071 fails to go on after the step feed. Operator is instructed to check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event is due to misaligned x1 axis.

Event description:
On (B)(6) 2018, a customer reported getting error code 2300 "s. Loader step feed failure" on aia-900 instrument. Customer tried to reboot instrument but error persisted. A field service engineer (fse) will be dispatched to address the reported event which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and progesterone (prog ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.